Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product was involved in a thermal event.

Manufacturer narrative:
The product was returned for investigation and the failure mode was confirmed. Alleged failure: kemal yigit reported that "hen connect the rf probe and push the button ,the rf proble can not be burn. " the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the receptacle board due to possible fluid ingress. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the product was involved in a thermal event.